Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 1553201035, 510k# k113174 and upn (B)(4) is available for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal canal stenosis and underwent two stage posterior fusion at th9-s2 . Post-op, the rod at the posterior and left side were broken. A revision surgery was performed to replace the broken rod.